Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the issue. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) did not function properly. The iabp was put on the patient several hours earlier in the cvor. The staff reported that once the iabp was put on the patient, it "did not work, so they switched for another." There was no patient injury, and no adverse event reported.